Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as diabetic ketoacidosis. The customer¿s blood glucose was 523 mg/dl. The customer stated that the insulin pump had blank display. The customer stated that the battery compartment neither damaged nor corroded, and neither spring damaged nor corroded. Customer also stated that the contacts on the battery cap was missing. Troubleshooting was performed, advised the customer to insert the new battery, insert battery alarm did not display on the pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.